Manufacturer narrative:
No lot number was provided or known. The actual device was not return to the manufacturer but the concomitant device was returned. The device was requested but current location is unknown. Not returned to the manufacturer.

Event description:
The dentist reported that a very well integrated implant in tooth position #26 was removed due to the fracture of a low profile abutment screw. After several hours to attempt to remove the abutment screw fragment, the implant was removed. The patient was prescribed antibiotics and rescheduled for placement of a new implant.

Manufacturer narrative:
The fractured certain® low profile one-piece abutment 3.4mm(d) x 4mm(h) was not returned for inspection, the concomitant device one (1) t3 prevail tapered implant 4/3x13 was returned with no evidence of the abutment screw found. Product was not returned, and therefore the complaint could not be confirmed. The lot number for the certain® low profile one-piece abutment was not provided/known therefore the DHR was not reviewed. A definitive root cause could not be identified.